Event description:
It was reported that the patient experienced shocking or jolting sensations. The patient has been receiving therapeutic ultrasound treatments in the vicinity of the neurostimulator. The patient was not aware this was contraindicated and the healthcare provider said it was fine. The patient's device has been turned off before every treatment. The healthcare provider turned her device back on after a treatment and the patient screamed in pain due to the shocking or jolting sensation. The device system was fine and the lead impedance measurements were normal after this. It was later reported that the device was turned down to 0 and then off for 3-4 days. The patient's device was turned back on and stimulation was increased until the patient felt it. The neurostimulator bothered her at the device site. The device was not helping with her symptom relief. Further information is being requested from the hcp.